Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The customer had changed the infusion set on the morning of the event and she was not connected to the infusion set during the manual prime. The customer did not have any supplies with her to troubleshoot. Nothing further was reported.